Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular lead had dislodged which resulted in loss of capture. During the repositioning procedure, the lead could not be advanced over the guidewire. After both the lead and guidewire were explanted, the guidewire was difficult to remove from the lead. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to advance guidewire and difficult to remove guidewire from lead. As received, a complete lead was returned in one piece. The reported events of failure to capture, failure to advance guidewire and difficulty to remove guidewire from lead were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification. A guidewire was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.